Manufacturer narrative:
The customer's meter was returned for investigation. However, the meter was too damaged from mishandling to run a test on. Without materials to investigate, a specific root cause could not be determined.

Event description:
The initial reporter stated that they received an erroneous result for one patient tested with coaguchek xs plus meter serial number (B)(4). At 12:29 p.m., a sample from the patient was tested using the complained meter, resulting with a value of 7.3 inr. Within an hour, the patient was tested twice using a second coaguchek xs plus meter with a different test strip lot number, each time resulting with a value of 2.2 inr. The 2.2 inr values were believed to be accurate. Samples were collected from the patient's same finger for all three tests. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the complained meter result. The patient is currently stable and well. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is monthly if within his therapeutic range and weekly if outside of range. The meter heating plate had black residue and the reporter stated that the heating plate had a crack running along the entire surface. Internal meter controls passed. The patient did not have any hematocrit issues or have antiphospholipid antibodies. The patient was not taking heparin or direct thrombin inhibitors. The patient had no changes made to his coumadin dose. The patient had no changes in diet, illness, or medications. The patient did not have a special or unusual diet. The patient showed signs of an elevated bruise, but no medical attention was required to treat the bruising. The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 361437) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.